Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited high out of range pacing impedances and at a recent device change out procedure, was found to be fractured. The lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.